Event description:
Consumer reported complaint for error message (e-3), hi and high blood glucose test results. The customer is concerned with test results from results obtained of hi, 532, 348, 390 and 512 mg/dl. The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Customer stated due to symptoms (undisclosed) and the hi result she had gone to urgent care the week prior to the call. The diagnosis had been high blood glucose; customer had been treated with insulin and had been advised to follow-up with her pcp. Customer stated that she has an appointment this week with her pcp. During the call, a back-to-back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 01/29/2027 and test strips were opened last week. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (date/time not set): result 1: 532mg/dl date: (B)(6) time: 8:12p fasting. Result 2: hi date: (B)(6) time 8:05p fasting. Result 3: 348mg/dl date: (B)(6) time: 8:05p fasting. Result 4: 390mg/dl date: (B)(6) time: 8:04p fasting. Result 5: 512mg/dl date : (B)(6) time: 7:37p fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer going to urgent care due to meter result and symptoms related to diabetes (undisclosed). Meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: (B)(6): user has high glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.